Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. The lens remains implanted. The cause of the event was reported as patient related factor. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.